Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery while customer had blood glucose level of 234 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to clean speaker openings, remove and reconnect cartridge, and wait for insulin delivery to resume, after which pump resumed normal operation without recurring alarm, and technical support provided guidance on preventing future altitude alarms.